Event description:
Customer reported that the brakes on stretcher are not working. No injury reported.

Manufacturer narrative:
Stretcher located in the back hallway. Tech: found that both hex rod sim, screw were broken off and all four brake casters did lock in places, but all four ratch around in place. Replaced all four brake casters and hex rod w/sim, screws to resolve this issue.